Event description:
It was reported that four weeks after a urological procedure the patient developed several abscesses that expanded to involve the testis. The physician opined this happened because the suture used on scrotal skin did not dissolve in time allowing bacteria to reach into the suture line. Patient was treated with intensive antibiotic treatment and incision and drainage of the wound.